Event description:
(B)(4). Severe lower abdominal pain, joint pain, migraines, hair loss, skin issues, extremely painful cramps and heavy bleeding during and between menstrual cycles, missed menstrual cycles, painful intercourse, bloating and weight gain over 80 lbs.